Manufacturer narrative:
Continuation of d10: product ID: {evproplus-29}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date: {n/a}, explant date: {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, it was reported that the valve would not anchor while still attached to the delivery catheter system (dcs). Ultimately, 3 deployment attempts were made, with 3 recaptures performed. Subsequently, the dcs was withdrawn from the patient, and a new valve and dcs were prepared. Following insertion into the patient, the second valve would once again not anchor to the patient's native annulus. Subsequently, the valve was recaptured and the system was withdrawn from the patient. It was decided to abort the procedure. Per the physician, the patient's anatomical conditions contributed to the inability to achieve stable positioning.